Event description:
New information received notes the left bundle pacing lead (lbbp) lead was re-positioned multiple times due to poor current of injury. Additionally, the physician noted that the tissue was imbedded in the helix and this was not able to be removed.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left bundle pacing lead (lbbp) lead helix was found bent and the lead helix was unable to be driven into the septal wall upon several attempts. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were a helix mechanism issue, helix damaged, and unable to implant. As received, a complete lead was returned for analysis. The reported event of a helix damaged was not confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix. The reported event of a helix mechanism issue was confirmed. X-ray examination of the inner coil noted to be over torqued at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued inner coil consistent with procedural damage.